Event description:
MFR's response received on 02/26/97: the condition reported has been confirmed on the basis of the single sample submitted. Leakage was observed at the cannula hub to the syringe rib junction. This condition seemed to be the result of insufficient epoxy, which is used to secure the cannula inside of the hub sealing off the system. The mfg facility will received a copy of this report and defective sample for their review and investigation.